Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17167. It was reported that when the patient presented at a follow-up in-clinic, the patient's system was explanted due to the patient's pocket opening up and possible infection. There were no allegations, however, that the infection was caused or contributed by the device and leads. A new system was implanted on the right side and upon implanting the new left ventricular lead the guidewire failed to disconnect. A different left ventricular lead was used and the system was successfully implanted without complication.